Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a de novo lesion in the left anterior descending artery (lad). A 2.75 x 38 promus premier select stent was deployed. While taking an orthogonal view of the deployed stent, a proximal edge dissection was observed. As the lad was tapering in nature, a 3.00 x 16 promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported in relation to this event and the patient was stable at the end of the procedure.